Event description:
It was reported that during the first two positioning attempts in the implant procedure, it took approximately twenty turns to extend the helix and ten turns on the third positioning attempt. The lead was successfully implanted and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.